Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for low blood glucose. Customer's blood glucose was 40 mg/dl. Patient's current bg: 290 mg/dl. Customer feels he had been experiencing some low blood glucose with infusion sets that are not on the recall list. He states he only had one box that was on the recall list but states he is not using those. Customer had treated with food. Patient has been experiencing low blood glucose for 5 days . Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. Based on customer report proceeding in troubleshoot per customer alleging possible pump over delivery. Reasons why customer alleges pump is over delivering that even with his basal rate he is running low blood glucose to the point that even when he eats a large meal he is not having to bolus because he is afraid of crashing. States bolus history shows he has only had 10 unit bolus total for a 24hr period when before he would do approximately 25-35 on a 24hr period. Customer reports pump was not worn during a medical procedure/test around an magnetic resonance imaging. The insulin pump will be returned for analysis.